Manufacturer narrative:
(B)(4).

Event description:
It was reported that before an unknown procedure, when the package was opened, the jaw was broken. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Event description:
The company rec'd a report where it was claimed that the pilot balloon developed a leak during pt use. The end clinician elected to extubate and reintubate with a replacement tube. No pt harm reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.